Manufacturer narrative:
(B)(4) = jaws. The er320 device was returned for analysis with a clip in the jaws; the clip was removed in order to measure the jaws width and they were found to be yielded. A bag with four malformed clips was received along with the instrument. In an attempt to replicate the reported incident the device was functionally evaluated. During the analysis, the device was cycled and it fed and formed fifteen conforming clips and the instrument locked out as intended. Possible causes for the found condition of the yielded jaws may be if the device is closed over an existing hard object or clip placing stress on the jaws causing them to distort or yield and not return to their original dimensions/position or excessive application of torque to the jaws when positioning the device on a vessel. It should be noted that as part of our quality process, each device is visually inspected and functionally tested during manufacturing to ensure the device meets the required specifications prior to shipment. It is known from the history of the device that the condition of the jaws may lead dropping/ejected clips. The batch record was reviewed and no anomalies were noted during the manufacturing process.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that during an unknown procedure, the device when fired was creating misformed staples. The clips were crossing over each other and they also didn't close all of the way there were no patient consequences. Case completed with another device of the same product code.